Event description:
During an unspecified procdure, the instrument was difficult to open after firing. The surgeon manually manipulated the device open. The hosp has reported that no pt injury occurred.